Manufacturer narrative:
The peritonitis occurred on an unspecified date ¿last year¿. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with an unspecified anti-inflammatory drug infusion (no further details) for the peritonitis. At the time of this report, the patient outcome was not reported. Dianeal therapies were continued during treatment. No additional information is available as the reporter declined follow up.